Manufacturer narrative:
Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The instrument was returned and evaluated. Failure analysis investigation found the instruments monopolar yaw pulley exhibited thermal damage. The yaw pulley exhibited charring and localized melting at the grip base. No other damage was found. The instrument was returned and evaluated. Failure analysis investigation found the instruments conductor wire was dislodged. A segment of the conductor wire had become dislodged from the conductor cap and was exposed on the outside of the yaw pulley. The wire insulation was not damaged. The instrument passed electrical continuity testing. The conductor cap was properly seated within the distal clevis as the spatula moved within the yaw. Based on the information provided, this complaint is being reported due to the following conclusions: an arcing event occurred while the customer was using the permanent cautery spatula instrument, per the original information reported by the customer. No injury to the patient occurred.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that the ring was loose at the distal tip of the permanent cautery spatula instrument. Sparking was also noted on the instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.